Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call to technical services placed on 11/28/2016 stated that this lead had vt episode with 2 beats prior tha said vp but with flat rv channel. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).